Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 20 mg/dl. Customer had symptoms such as thirstiness, frequent urination and slight nausea. Customer was hospitalized for hyperglycemia. Customer was treated with saline drip of humalin insulin. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed no delivery and low reservoir. The insulin pump was not returned for analysis.